Event description:
It was reported that the patient had two implants and had issues with both devices almost immediately after implant. The patient stated that her toes would curl, she had horrible pains and the "boxes would zap" her at times. In 2010, the patient had the stimulator on the left side removed. The patient was awake for the procedure, and stated that the physician decided to leave the right stimulator in as she thought it may help the patient. For the next few months after the surgery, the patient experienced horrible pains in her right lower back, her right leg would go numb and her toes still curled, so she went to a different physician to have the implant removed. The physician removed "the box" and lead, and told the patient everything was intact. Almost immediately after the surgery, the patient experienced pain in her lower back. The patient started to have problems sitting down, standing up and at times it hurt for her to move her right leg forward to walk. The patient stated that she had sharp, stabbing pins and it felt like "needles" going down her back through her butt and down to the back of her right leg. Additionally her leg and foot went numb. For the past 16 months, the patient had been seeing several doctors, which told the patient the issue was due to scar tissue. In 2012, due to an increase in her pain the patient went to a rheumatologist. X-rays were taken and indicated that there is a lead remaining in the patient's right hemi-pelvis area. The patient stated that the physician indicated that it seems like the lead was broken off inside the patient and that there's "a lot" of irritation in the area of the lead, and that it should be removed as soon as possible. (B)(4). Additional information has been requested, but was not available as of the date of this report. (Refer to manufacturer report #3004209178-2012-04350).

Manufacturer narrative:
Product ID 3889-28, lot# v318140, serial, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product typ lead product ID 3889-28, lot# v318140, serial# implanted: (B)(6) 2009, explanted: (B)(6) 2011, product typ lead product ID 3095-10, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product typ extension product ID 3037, lot# serial# (B)(4), product typ programmer, patient product ID 3037, lot# serial# (B)(4), product typ programmer, patient product ID 3023, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product typ implantable neurostimulator. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010). (B)(4).